Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the source of an external interrupt could not be determined, signal too low alarm and unexpected restart. Customer cannot recall their blood glucose reading. Troubleshoot was performed. The alarms occurred during rewinding and priming process. Customer also reported the insulin pump display was blank but display returned after troubleshooting. Customer insulin pump was exposed to moisture at garden. Customer battery cap was not damage. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. The insulin pump was received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, stained end cap sticker, cracked case reservoir tube window corner and cracked battery tube threads.

Manufacturer narrative:
The correct information has been provided with this report.